Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted simple transabdominal prostatectomy surgical procedure, the customer contacted the da vinci surgery technical assistance team (dvstat) and reported that error 307 and 319 occurred after the system was powered on. The site attempted to resolve the issue by power cycling the system, but the problem persisted. As a result, the site decided to disable universal surgical manipulator (usm) 1 and complete the procedure using the other three arms. The procedure continued as planned. The technical support engineer (tse) got the error logs and found errors 307 and 319 pointing to usm 1's axes controller spar (acs) and axes controller carriage (acc) issues. The field service engineer (fse) would follow up on the issue. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 1 for failure analysis investigation. The unit was analyzed and in the system logs, the errors 307 and 319 were found indicating fault on the "axes controller spar (acs) printed circuit assembly (pca)¿, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the acs board was inspected, and no faults could be identified. The probable root cause may be attributed to a transient communication failure involving the acs board located in the usm. This issue can be resolved by replacing the usm.

Event description:
Refer to h11 for follow-up information.